Manufacturer narrative:
Medtronic received additional information that the reason for replacement was aortic insufficiency caused by a torn leaflet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 1 month post implant of this bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.